Event description:
'It is alleged that "[pt] received a cook celect filter on (B)(6) 2013". The patient alleges to have been injured without further explanation. Hospital and medical records have been requested but not yet provided.